Event description:
A malfunction alarm was reported by the customer, although there were no notable events prior to the issue. The impact on the customer's blood glucose level was unknown as the customer declined to answer whether levels exceeded 500 mg/dl. Customer technical support provided instructions to reset the pump and assisted the caller in the process, successfully preventing the recurrence of the malfunction code.